Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used in the endovascular treatment of a patient with a 55mm abdominal aortic aneurysm. A non-mdt stent graft system was previously implanted along with two bilateral iliac non-mdt stents during the procedure. The endoanchors were being implanted for the treatment of a type ia enodleak. It was reported that a follow up ultrasound 2 months post the index procedure showed a type iii endoleak at the right limb and main body seal zone. As the aneurysm was reducing in size, there was no urgency and the event is continuing without treatment. A follow up CT with contrast carried out on 3 months post the index procedure showed no type iii endoleak. A follow up ultrasound carried repeated 8 months post the index procedure again showed the endoleak however it is undetermined if the endoleak is a type ii or type iii endoleak. No additional clinical sequelae were reported and the patient is being monitored. Per investigator the cause of the event is related to the index procedure.